Event description:
Patient reported hyperpigmentation after a treatment with the ultrapulse encore.

Manufacturer narrative:
At lumenis' offer, patient was seen by subject expert, dr. Doctor reported hyperpigmentation condition is likely resultant from aggressive nature of parameters used during treatment. Doctor prescribed kligman preparation with a low dose of tretinoin. There were no functional problems reported or suspected with the subject device.